Event description:
Received info reporting pt's device turns off while he sleeps. It has happened three times. Pt denies any magnets or electric devices near his bed. There is no known accident or incident related to these events. Add'l info has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).